Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected that were related to the customer complaint. A review of the downloaded data log did not find any errors. The reported event that the patient's receiver will turn off daily and shut off sharing capabilities was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver will turn off daily and shut off sharing capabilities. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.